Event description:
Reporter stated that, while hospitalized for treatment of hypoglycemia and low potassium, patient measured blood glucose using the suspect device, and obtained a result of 46 mg/dl. Reporter stated that, based on this value, a nurse treated patient with an intravenous push of glucose. Less than 10 minutes later, patient's blood glucose was retested on a hospital device with a result of 308 mg/dl. No resultant injury was reported. Quality control testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.